Event description:
Posterior cervical fusion. Drill bit broke during procedure. Broke in patient, surgeon retrieved all parts. Delayed surgery approximately 1 minute. Surgeon pulled out drill bit, replaced it with a new drill bit and continued. No adverse event noted to patient.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.